Manufacturer narrative:
The customer evaluated the device and spoke with a philips remote service engineer (rse). The rse advised the customer to replace the user interface assembly. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful, however, the customer did return the user interface assembly for evaluation. The user interface assembly was returned to failure investigation for analysis. There was no fault found; the customer alleged malfunction could not be verified.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device turned on by itself. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.